Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: vyaire failure analysis was able to confirmed the original complaint but not able to duplicate. The uut (unit under test) was tested and found to perform to expectations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 is not maintaining nppv (non invasive positive pressure ventilation) and had disc/sense alarms while trying to set-up for nppv on a patient. The customer confirmed that there is no patient harm associated with this reported event.